Event description:
Field follow-up confirmed the threshold values have remained stable, thus no intervention has been performed. To date the lead remains implanted and in service with acceptable threshold values and no further adverse effects of note.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had been admitted to the hospital with dizziness. The electrocardiogram (ECG) showed intermittent pacing with some pauses down to thirty to forty beats per minute. There were no pauses greater than two seconds observed. Interrogation revealed high pacing threshold measurements resulting in loss of capture. The associated device was reprogrammed and the device was capturing at approximately sixty beats per minute. A revision procedure was recommended. No additional adverse patient effects were reported. Additional information was received about threshold measurements. The threshold measurements were varying between 0.7-2.1 v. When laying on the left side threshold measurements were 1.4 v. When laying on the right side threshold measurements were 1.6 v.